Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2014 due to an unknown issue. The physician was (B)(6) no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)